Event description:
Boston scientific crm received information that during a follow up visit, it was noted this implantable cardioverter defibrillator (ICD) header was putting significant pressure on the patient's skin at the pocket location increasing potential for erosion. A revision procedure was performed, this device was repositioned in the pocket without any adverse effects. There were no device issues reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.